Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 275cc and experienced rupture on the left side post-operatively, which was confirmed via MRI. As a result, the patient is scheduled for removal on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of explantation: (B)(6) 2021. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the patient also experienced capsular contracture baker grade unknown on the left side. The replacement devices were identified as mentor gel breast implants (serial numbers (B)(6) on (B)(6) 2021, the mentor failure analysis lab received a device for evaluation (catalog number 3504001bc, serial number (B)(6).on (B)(6) 2021, it was confirmed that this was the impacted product. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 400cc breast implant was found to be ruptured and received in three parts. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).